Event description:
It was reported that a signal artifact monitor (sam) event resulted in minute ventilation (mv) sensor switch and mv being disabled. Review of the stored electrograms (egms) showed atrial fibrillation (af) with noise markers. The clinical observations were documented. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise. Please see the event description field for more information regarding the specific circumstances of this event. A corrective and preventive action (CAPA) investigation was performed to further evaluate this behavior and it was determined that a corrective action is not warranted at this time. Boston scientific will continue to monitor and trend these complaints to ensure that the rate remains within expectations as outlined in our quality systems process.